Event description:
It was reported that during the beginning of the surgical procedure the surgeon was cleaning tissue off of the permanent cautery hook instrument with a prograsp instrument. During the cleaning the tip of the permanent cautery hook instrument snapped and fell inside the pt, somewhere on top of the bladder. The surgeon was able to remove the tip by using a large needle driver instrument. The permanent cautery hook instrment was removed and replaced and the planned surgical procedure was completed. No pt harm, adverse outcome or injury was reported.